Event description:
It was reported that the insulin pump over-delivered insulin. The insulin pump delivered insulin that was not programmed by the customer. The infusion set was changed two days prior to the incident. Customer did not rewind or prime the insulin pump. No accidental button pressing occurred. Customer also stated that 22.5 units was to be delivered, however, he did not program this amount. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.